Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited low bi-ventricular pacing percentage on the left ventricular (lv) channel. Technical services (ts) was consulted and upon review determined this to be caused by p-wave oversensing, which led to pacing inhibition on the lv channel. Ts recommended adjustments for sensitivity and vector polarity. After reprogramming, this issue was resolved. No adverse patient effects were reported. This crt-d remains in service.